Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint warmer head of the subject iw930jeu baby control cosycot infant warmer from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported that the warmer head of an iw930jeu baby control cosycot infant warmer was damaged and needed a replacement. The photos provided showed crazing and chipping of the warmer head. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the warmer head of the subject iw930jeu baby control cosycot infant warmer was returned to fisher & paykel healthcare (fph) service center in (B)(4). It was visually inspected, repaired, and performance tested, as per infant warmer product technical manual, by a qualified fph service engineer. Our analysis is accordingly based on the service report and photographs provided by fph service engineer, and our knowledge of the product. Results: photographs showed crazing on all parts of the upper head casing. Cracking, flaking and chipping were also observed on the head casing. The lower head casing also sustained crack on the rail. Conclusion: it is likely that the crazing, cracking, flaking and chipping observed on the warmer head are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. The repaired warmer head was returned to the hospital after it passed the performance and electrical safety tests specified in the infant warmer product technical manual. Returned at fph us service center.

Event description:
A hospital in (B)(6) reported that the warmer head of an iw930jeu baby control cosycot infant warmer was damaged and needed a replacement. The photos provided showed crazing and chipping of the warmer head. This was observed before use on a patient.